Event description:
Customer reported that the pump became hot to the touch when charging and there were more frequent alarms, particularly related to occlusions. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up with technical support and was in the process of renewing the pump as it was out of warranty. Further information about the outcome or corrective actions taken was unavailable.